Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Counterfeit top case found in the device. No visible contamination. Battery communication time out found in error history log several times. Reported problem duplicated during the power up process. Multiple components (interconnect board, radio board and battery) caused the reported problem. Battery readings are all '0" and no mac address or radio mac found. Intermittent s/n showed on the device. No damage or contamination found in interconnect board or battery. According to lot, battery is 7 years old. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced interconnect board, radio board and battery. Performed power up process.

Event description:
It was reported that the pump had an issue with the battery and interconnect board. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Counterfeit top case found in the device. No visible contamination. Battery communication time out found in error history log several times. Reported problem duplicated during the power up process. Multiple components (interconnect board, radio board and battery) caused the reported problem. Battery readings are all '0" and no mac address or radio mac found. Intermittent s/n showed on the device. No damage or contamination found in interconnect board or battery. According to lot, battery is 7 years old. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced interconnect board, radio board and battery. Performed power up process.

Event description:
It was reported that the pump had an issue with the battery and interconnect board. No patient injury or complications were reported in relation to this event.